Manufacturer narrative:
Corrections to the following sections: b5 ¿ noted both patients were inadvertently documented within a single MDR. Update to ensure a separate MDR is created for each patient. Please refer to MDR 9612296-2026-00052 for patient 1 and a new MDR 9612296-2026-00111 for patient 2. B6 ¿ update the data to reflect only the results for patient 1.

Event description:
The customer reported the generation of erroneously high lactate patient results on their dxc 500i chemistry analyzer. The customer stated that two (2) patients received fluid bolus treatment because of the elevated results. There was no report of death associated with this event. The customer did not provide patient demographics but provided results for this patient. MDR-1: for first patient (patient 1) is referenced in MDR 9612296-2026-00052. MDR-2: for a second patient (patient 2) is referenced in a new MDR 9612296-2026-00110.

Event description:
The customer reported the generation of erroneously high lactate patient results on their dxc 500i chemistry analyzer. The customer stated that two (2) patients received fluid bolus treatment as a result of the elevated lactate results. The customer did not provide patient demographics. The customer provided data for two patient samples.

Manufacturer narrative:
Beckman coulter quality assurance evaluated the event details involving the dxc 500i chemistry analyzer. It was confirmed that there was no harm to the patient and no change in status due to the administration of the fluid bolus for the two patients. The probable cause is attributed to a software issue where the system automatically defaults back to the default of mg/dl. The issue will be addressed in software version 1.5. The issue has not reoccurred and is resolved. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).